Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 433 mg/dl. The customer stated that she woke up without having to eat. The customer performed a 1 unit bolus into the air and saw insulin drop out. The customer performed a 3 unit bolus and did not see insulin exit. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was assisted with the high pressure test. The customer stated that the test passed. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.